Event description:
Conmed japan reported on behalf of the customer that the ias12-100lpi 12 mm access port & palm grip obt w/bladeless optical tip was being used on an unknown date during a robot-assisted thoracic surgery procedure when it was reported ¿during robot-assisted thoracic surgery for esophageal malignant tumors, an as12mm was used as the no. 3 port, but it was discovered that the tip of the port was damaged during cleaning. The broken pieces were collected after cleaning. Some may still remain.''. The procedure was completed with the use of an alternate 12mm trocar device. There was no report of medical intervention, or extended hospitalization for the patient. This report is being raised on reported injury due to the possibility of the patient retaining a foreign body.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : device not yet received.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port's tip away from significant vessels and organs. Take care that the outer wall of the airseal access port is only in contact with tissue and is neither trapped between nor collides with hard surfaces, such as other instruments or bone. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Do not use excessive downward force. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the ias12-100lpi 12 mm access port & palm grip obt w/bladeless optical tip was being used on an unknown date during a robot-assisted thoracic surgery procedure when it was reported "during robot-assisted thoracic surgery for esophageal malignant tumors, an as12mm was used as the no. 3 port, but it was discovered that the tip of the port was damaged during cleaning. The broken pieces were collected after cleaning. Some may still remain.''. The procedure was completed with the use of an alternate 12mm trocar device. There was no report of medical intervention, or extended hospitalization for the patient. This report is being raised on reported injury due to the possibility of the patient retaining a foreign body.